Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that it seemed like the implantable neurostimulator (ins) ¿slid down and forward a little bit.¿ the patient noticed this issue on the date of report. The patient had met with the manufacturing representative on (B)(6) 2013 and the patient stated that they were ¿having issues.¿ the manufacturing representative inquired what ¿issues¿ the patient referred to and the patient responded that they were still in the programming phase. The patient stated that the manufacturing representative had told her average was 25% but the patient did not know what the 25% referred to. It was noted that there was a coupling problem. It was further noted that the patient was ¿having a lot of trouble since day one.¿ the patient stated that it was not so bad in the beginning, but it was gradually getting harder to charge. In the beginning the patient was able to acquire six to eight coupling bars for an hour. The patient began attempting to charge on the morning of report and observed six to eight coupling bars and then after ¿two clicks¿ there were zero coupling bars. The patient noted that they had showered before they charged and acquired six coupling boxes and this time they showered before charging, but was not able to acquire any coupling boxes. The patient stated that they had the recharging belt and ¿stickers¿ but had not had a good connection long enough to use the ¿stickers¿ or the belt. The patient stated that when they charged they were usually standing up and holding the antenna, laying down and holding the antenna or sitting up and holding the antenna. The patient noted that it was prior to (B)(6) 2013 when it started taking longer to find the right place to acquire coupling boxes. The patient noted that the coupling goes did not go away gradually they went from zero to eight or from six to eight to nothing with ¿very little movement.¿ the patient stated that charging was an ¿all day deal¿ and would take six to seven hours to charge. Basic functionality of antenna locate was reviewed and the patient was able to acquire eight coupling bars. Afterwards the patient was able to maintain six to eight coupling bars but then stopped charging. The patient also mentioned that they were not able to charge past three-fourths full. The patient thought they observed the message that the ins was completely charged but then they checked the patient programmer and the programmer indicated that the ins was three-fourths full. The patient stated that the manufacturing representative did not observe the message that the ins was fully charged and what the patient had observed was an error message. The patient did not know what the error message was. The issue occurred sometime prior to (B)(6) 2013. Additional information was requested but was not available at the date of this report.